Manufacturer narrative:
Carefusion requested additional information from the user facility regarding the reported event and status of the patient. As of september 18, 2015, there has been no response from the user facility. (B)(4). The third party biomed reported that he calibrated the device¿s pressure transducers and that the unit has been running for a week with no problems.

Event description:
A third party biomed on behalf of the user facility reported that while in use on a patient the device alarmed "ext high ppeak" & "circuit occlusion". The patient was removed from the device and placed on another device. There was no report of harm to the patient.